Event description:
It was further reported that this was the same pt as MDR 6000089-2005-00929, -00930, -00952, and -00953. Target lesion 1 was 30.0 mm in length, and residual stenosis was 0% following post dilation. Final angiography revealed excellent results and no dissections. The pt was admitted with complaints of recurrent chest pain relieved after several sublingual nitroglycerin, 54 days post index procedure. The pt was referred for cardiac catheterization. Angiography 55 days post index procedure revealed that the lmca was patent, and the lcx had 30% mid stenosis. The lad had patent stents, there were mild irregularities proximally, and 75% stenosis proximal to the previous placed stents at the takeoff of the diagonal branch. The rca was widely patent with minimal irregularities in the mid section, and the svg to diagonal was widely patent with moderated aorto-ostial disease. Intervention, 55 days post index procedure consisted of cutting balloon angioplasty to the proximal edge of a previous placed stent in the mid lad, and placement of a 3.0 x 12 mm taxus stent (overlapping the previously placed stents). Residual stenosis was 0%. The first diagonal was "jailed" with ostial ocnmpromise as a result of stent placement. Ptca was attempted to the ostium of the first diagonal, but a balloon would not cross the the stent struts. Of note, there was a patent svg to the diagonal branch. Medical treatment was recommended for the ostial first diagonal branch. The pt tolerated the procedure and was discharged on continued asa and plavix therapy. In the opinion of the physician there was a probable relationship between the taxus stents and the tvr.

Event description:
Same case as MDR 6000089-2005-00722. The index procedure treated one target lesion. Target lesion 1 was a 2.5 mm vessel diameter, 75% stenosed region of the mid lad. The physician predilated the lesion prior to successfully placing two drug eluting stents into target lesion. The first stent placed was a taxus express2 8.8% 2.5x24 mm (lot 7118242) drug eluting stent. The second stent was a taxus express2 8.8% 2.5x16 mm (lot 7131671) drug eluting stent. The two drug eluting stents overlapped by 10 mm and were post dilated after deployment. The patient was discharged from the hospital 1 day post index procedure receiving asa, and plavix. The site reported that the patient underwent a target vessel reintervention of the mid lad 55 days post index procedure. The physician treated the target lesion by successful placing one taxus express2 drug eluting stent into the target vessel. The patient was discharged from the hospital 1 day post tvr.